Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery excessively, even after the tubing, reservoir, and site change. The insulin pump alarmed motor error. The customer was unable to clear the alarm with the esc and act buttons. Customer's blood glucose level was 339 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor also, unable to perform excessive no delivery test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The operating currents are within specification and passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at display window corners, cracked belt clip slot and minor scratches on the lcd window.